Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low power hazard alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 4 days (30jan21 ¿ 03feb21 per time stamp). On 02feb21 at 17:30, the low power hazard alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~3.5v. The no external power alarm did not activate due to the voltage not dropping low enough. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unavailable. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low power hazard alarms. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The device's log files revealed low power hazards while the pump was connected to the mobile power unit (mpu) on (B)(6) 2021 from 17:30:15 to 17:30:18. The event did not trigger a no external power alarm because it lasted only 3 seconds. The system controller backup battery powered the pump during this time.